Event description:
On (B) (6) 2010 a doctor reported that a patient lost two (2) implants due to unknown causes. It was not specified how long the implant had been in place because the doctor did not provide the exposure date. This is the second of two incidents.